Event description:
Per the clinic, the patient underwent a skin revision surgery and the device was explanted on (B)(6) 2025. Re-implantation is planned but has not taken place at the time of this report.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.